Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6)2022 for right ventricular (rv) failure and renal failure. The patient's right heart failure (rhf) was not significant before implant of the left ventricular assist device (lvad). The patient had renal dysfunction pre-vad. Pre-vad creatine was 1.93. It was reported that no device related issue caused or contributed to rhf or renal dysfunction. The patient had experienced fluid overload as evidenced by lower extremity edema and abdominal bloating, creatinine > 5, oliguria. The patient was started on intravenous diuretics, then progressed to ultrafiltration. When the patient's kidney function worsened, they were transitioned to hemodialysis. The patient continues on hemodialysis as a palliative option and does not currently qualify for transplant. The patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported right heart and renal failure could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 04feb2016. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart failure and renal dysfunction as adverse events that may be associated with the use of the hmii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that the patient had renal dysfunction pre-vad. Pre-vad creatine was 1.93.